Event description:
It was reported that the customer sent the handpiece for repair due to overheating during a procedure. A back-up device was readily available, and was used to complete the procedure successfully with a delay of 5 minutes. There were no injuries to the pt or user, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly and visual inspection, there was widespread corrosion, including in the motor, rotor, and ball bearing, which likely caused the reported event, due to increased friction resulting in heat.